Event description:
Based on attorney's initial report: ni/ni/ni/ - pt required substantial medical treatment and developed scarring, disfigurement and permanent injury due to defective mesh. Based on a review of medical records provided by the pt's attorney: ni/ni/2001 - implant of an unspecified mesh. On (B)(6) 2003 - repair of recurrent ventral hernia with kugel mesh, excision of previously placed mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records refer to a procedure in 2004 in which an unspecified mesh was removed and a "large kugel" mesh was implanted. There was no indication in the medical records that a device failure occurred or that the mesh has been explanted. However, those records provided were limited and do not extend beyond the kugel mesh implant procedure. Additionally, no lot number has been provided, therefore no manufacturing review could be performed.